Event description:
The manufacturer received information alleging trilogy evo inoperative condition occurred. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to (machine flow sensor drift above the specification) was recorded in the device event log. In conclusion, the device's system board, machine flow sensor and blower assembly were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.